Event description:
While running levophed and base fluids, the IV pump and two channels started flashing red with a message stating channel disconnected. Rn disconnected and reconnected channels; lines were reinserted and while attempting to reprogram pumps, same error message was given. Pump was sequestered; biomed service requested.